Manufacturer narrative:
Device was received critical pump error during testing. Unable to find the associated pump error alarm in the pump history , problem isolated to the electronic assembly. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the customer's insulin pump had critical pump error alarm. Customer's blood glucose level was 178 mg/dl. Customer also stated that insulin pump had open book image. Customer reported that the insulin pump was not bumped or dropped and not exposed to moisture. Customer was advised to discontinue the use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.